Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced blood glucose reading of 325 mg/dl with nausea and irritability as well as extreme thirst. It was said that the patient remained on insulin pump therapy. No medical intervention was reported. The reporter stated that the cartridge was leaking and had air bubbles in it. Allegedly, the cartridge appeared to be without defects and was fastened securely to the tubing via the luer lock. This complaint is being reported because the patient allegedly experienced hyperglycemia as the result of insulin leakage.

Manufacturer narrative:
Follow-up #1: date of submission 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.